Event description:
Reporter stated that pt received a blood glucose result of 158 mg/dl, while using the suspect device. Reporter indicated that, in reviewing the device's memory, pt discovered that the value was stored incorrectly as 343 mg/dl. Pt's blood glucose was not affected and no treatment was received. A request was made for the return of the suspect product and replacement product was shipped.